Manufacturer narrative:
No patient was involved with this event, so no patient demographics are applicable. A medtronic representative inspected the imaging system on-site and a software investigation was completed. On-site, it was discovered that the image acquisition system (ias) application was not starting because the configuration file was failing to load. The backup configuration file was loaded and the issue was resolved. The software investigation determined that the reported behavior is a known software anomaly. This anomaly is tracked through a software anomaly tracking database and references to this instance have been added. A full imaging system check-out was completed after the configuration file was reloaded and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system would not fully boot up. A message was displayed stating, "system booting, please wait", but would never complete the boot up. This was discovered outside of any patient involvement. No additional details were provided.